Manufacturer narrative:
This follow-up report is being submitted to update date of explant, patient outcome and to report investigation findings. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b: explant date added. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Pain: the cause of the clinical symptom was not determined due to insufficient clinical details. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1960411. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient presenting with worsening end organ function for an impella 5.5 as a bridge to a durable left ventricle assist device or for donor heart transplant. The impella 5.5 was implanted via the right axillary artery and support initiated without issue. On day 3 of support, the patient reported arm pain. The following day the patient experienced episodes of ventricular tachycardia (vt) overnight. On day 6 of support, the patient experienced additional episodes of vt which required treatment with a bolus and continuous infusion of lidocaine. On day 20 of support, the patient experienced further vt and treatment with amiodarone was initiated. At the time of writing this report, the patient continues to be supported by impella 5.5 while awaiting a donor heart for transplantation updated (B)(6) 2025: the patient was successfully bridged to a heart transplant. The impella 5.5 was weaned and explanted without complication, and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient presenting with worsening end organ function for an impella 5.5 as a bridge to a durable left ventricle assist device or for donor heart transplant. The impella 5.5 was implanted via the right axillary artery and support initiated without issue. On day 3 of support, the patient reported arm pain. The following day the patient experienced episodes of ventricular tachycardia (vt) overnight. On day 6 of support, the patient experienced additional episodes of vt which required treatment with a bolus and continuous infusion of lidocaine. On day 20 of support, the patient experienced further vt and treatment with amiodarone was initiated. At the time of writing this report, the patient continues to be supported by impella 5.5 while awaiting a donor heart for transplantation.